Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no injuries or deaths reported.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine error autofill failure code 58, 37 when testing the all fill manifold test, it was found that it did not pass the pim vacuum and leak steps. The fse replaced drive manifold assembly (d104-00-0031). After replacing, test the machine operation. It was found that the machine can be used normally.